Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown, additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it did not insufflate due to external liquid had entered the air pump circuit, affecting its operation. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source external liquid had entered the air pump circuit, affecting its operation. The front was damaged at the bottom of the socket connection, and internally it was affected by humidity and remnants of external agents. The socket connector was in poor condition and was rusty. There was no patient involvement.